Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6)2023, a 14f amplatzer steerable delivery sheath was chosen for procedure. The patient was under general anesthesia during procedure. The sheath was prepared and connected to continuous flush prior to inserting into patient. The continuous flush was interrupted as there was not enough pressure on the fluid bag connected to the sheath. During manipulation of the device, there was an incidence of air ingression via the hemostasis valve of the steerable sheath. The hemostasis valve was temporarily closed, and air was seen in the loader of the device. No air was visualized in the patient. No aspiration was performed. The device was not replaced. There were no reported adverse patient consequences. The patient status was reported as stable.

Manufacturer narrative:
An event of incidence of air ingression via the hemostasis valve was reported. It was also reported that the air was seen in the loader of device. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per instructions for use, "precautions: to prevent air ingress, maintain a continuous flush of saline to the flushing port throughout the procedure: the hemostasis valve in the closed position minimizes blood loss, but does not prevent air ingress." And "immediately connect the loader of the device to the sheath in a fluid-to-fluid fashion, according to the device¿s instructions for use.".